Event description:
During review of programming history it was observed that there was an incomplete diagnostics that resulted in the patient having their settings change. The settings change was observed on final interrogation but the physician did correct the settings until a later appointment. Since the settings were observed upon final interrogation, it is possible that they were intentionally left the same as the patient would not have had their output current increased until 2 weeks after surgery.

Manufacturer narrative:
Analysis of programming history.